Event description:
It was reported the patient experienced ineffective stimulation with their scs system. Patient declined reprogramming. As a result, surgical intervention occurred wherein the entire system was explanted to address the issue. The investigation did not determine which lead was providing ineffective stimulation.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Additional components potentially involved in the event include: common device name: lead, model: 3186ans; UDI: (B)(4); serial: (B)(4); batch: a000067673. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.